Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Correction: d, e, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device needs calibration. The panel assembly was replaced and the preventive maintenance was performance correctly. When performance the calibration it showed error 5 (inlet pressure out of range), after leaving the equipment off for one night the calibration passes correctly. The functional test was performance correctly. The customer reports that the device needs preventative maintenance but found that the touch screen does not works.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device needs calibration. The panel assembly was replaced and the preventive maintenance was performance correctly. When performance the calibration it showed error 5 (inlet pressure out of range), after leaving the equipment off for one night the calibration passes correctly. The functional test was performance correctly. The customer reports that the device needs preventative maintenance but found that the touch screen does not works .